Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 5.5 mm from the balloon's proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, it was reported by the facility that a pre-procedure femoral angiogram which was performed showed the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of the mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (f1526603) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that the balloon ruptured during pull back. The device was removed and hemostasis was achieved after 25 minutes of manual pressure. The patient's hospitalization was not prolonged as a result of the mynx event. Additional information: the balloon lost pressure at the 2nd stop (arteriotomy). At prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at the arteriotomy. There was no resistance while inserting the device. Vessel location: coronary vessel size: 7 mm sheath size: 6f stick location: medium.